Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood in and on the distal shaft lumen. The hypotube, distal shaft, tip, and collar were microscopically inspected. Inspection revealed a complete separation at the collar with the entire distal shaft flattened, and the tip was also flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter fracture occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter kinked during advancing to the target lesion and fractured during removal of the device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter fracture occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter kinked during advancing to the target lesion and fractured during removal of the device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.